Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working as it was not inflating. A surgical procedure was performed, in which it was noted that the connecting tube between pump and cylinders was cut, resulting in fluid loss. All components were removed and replaced, and no patient complications were reported.